Event description:
The vascular surgeon was advancing a 4f, 5.5cm vessel dilator over the wire, into the left groin, and the hub of the dilator snapped off and the dilator remained in the patient. The surgeon used a cut down tray to retrieve the dilator, which was successfully removed intact. The hub came off after multiple attempts to torque the dilator through the calcified vessel. The dilator had been removed and re-introduced multiple times. The reporter stated that this may have been possible user error.

Manufacturer narrative:
The voluntary medwatch sent by the hospital reported that the vascular surgeon was advancing a 4f, 5.5cm vessel dilator over the wire, into the left groin, and the hub of the dilator snapped off and the dilator remained in the patient. The surgeon used a cut down tray to retrieve the dilator, which was successfully removed intact. The hub came off after multiple attempts to torque the dilator through the calcified vessel. The dilator had been removed and re-introduced multiple times. The reporter stated that this may have been possible user error. Multiple attempts to obtain additional clinical information were unsuccessful the product was not returned for analysis. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without a product return. After review of the very limited clinical information provided, it seems possible that device handling or procedural factors may have contributed to the event. No actions will be taken at this time.